Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Additional device product codes: gwo, gxr. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of one (1) matrixneuro self drilling screw broke off and was left in patient. The surgery was successfully completed with no surgical delay. There is no further information. This complaint is for one (1) matrixneuro self drilling screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: customer quality investigation: the following investigations were performed: broke: device condition: visual inspection performed at customer quality (cq) observed that the matrixneuro cranial plating system screw was received with a broken tip. The fragments were not returned. No new issues were identified other than minor use marks observed on the screw head which will not affect product functionality. The complaint condition agrees with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: due to unavailable manufacture dates, all relevant drawings from initial to current revisions of the returned implant were reviewed and no design issues were identified. Dimensional analysis of the broken tip could not be performed. The broken tip portion was not returned, and the attributes of the returned portion of the device, which could be measured, are not indicative of the broken section. Device history record and material review could not be performed as the device was received with unknown lot number.however upon visual inspection on the broken tip,there was no indication that the material would have contributed to this complaint. Conclusion: while no definitive root cause could be determined, it is possible that unintended forces encountered by the screw could have contributed to broken screw condition. Also the technique guide reviewed during investigation states a precaution to perform pre-drill in particularly dense / hard bone using 1.1 mm drill bit a without exceeding 1,800 revolutions per minute (rpm).therefore, any possible usage of given screw on the dense bone without pre-drilling recommended could have also contributed to the given tip breakage condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Facility returned screw approximately one month prior to alerting manufacturer of event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.